Manufacturer narrative:
Correction: this report is to retract 2017865-2021-36764, submitted on 15 nov 2021. Review of additional information indicates that the pacemaker (pm) was unable to be interrogated due to user error. The pm was interrogated successfully and is not reportable.

Event description:
It was reported that the pacemaker was unable to be interrogated. More information was request but not yet provided.